Event description:
It was reported via user facility medwatch # 3401730000-2023-8004 that guidewire detachment occurred. During placement of a tunneled central venous catheter, a 035/145 (bx/1) amplatz super stiff was selected for used. However, after removing the inner of the peel away sheath, it was observed that the floppy portion of the wire was separated from the inner mandril. The amplatz wire remained intact and does not unravel. There were no patient complications reported.